Event description:
I just began using philips respironics dreamstation CPAP device. Developed unknown burns and blisters to my face above lip, chin, cheeks, and throat irritation. I also since use was diagnosed at stage 3a kidney disease. Read today on philips website that gases released from poly-ester polyurethane (pe-pur) can lead to skin and airway irritations, liver and kidney damage, and carcinogenic effects. My neurologist and dermatologist were baffled as to what was causing the burns to my face. This release by philips is more likely than not the causation for my injuries. Additional doctor visits to the dermatologist. FDA safety report ID # (B)(4).